Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 3 matrix failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) removed the back panel for diagnosis and discovered that the connectors on the sensor were unfastened. The fse reseated the sensor, and drawer performance was confirmed by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 3 matrix failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a and g codes. This supplemental MDR was submitted to reflect the correct imdrf annex codes.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 3 matrix failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.